Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: delta v-40 ceramic head 32/-4; cat#6570-0-032 ; lot#86309005. Size 6 accolade ii 127 deg; cat#6721-0635 ; lot#89557201. Tridentii tritanium cluster48d; cat#702-04-48d ; lot#86259301a. 6.5mm low profile hex screw 30mm; cat#7030-6530 ; lot#y6sa2. 6.5mm low profile hex screw 30mm; cat#7030-6530 ; lot#32nh. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "this right hip was revised due to possible infection. Head and liner swap only." Patient was revised from a 32d poly insert and 32 -4mm v40 head new devices of the same type and size.